Event description:
We are currently experiencing the following unresolved service/safety issues with the maquet cardiosave intra aortic balloon pumps (iabp) at a 30% failure rate in three (3) months: problem 1: when the cardiosave hybrid pump is connected to an ac power source, it does not recognize the power source even though the ac indicator on the front of the unit is illuminated as if it is active. Problem 2: on two of the three units when the power plug is removed from ac power the ac indicator on front of the machine still stays illuminated. Problem 3: if working correctly when plugged into ac battery indicator should be flashing amber showing that charging is taking place or a steady green when fully charged. We want to emphasis that there is no obvious alarm with loss of ac power, and if operator fails to notice the indicator on the screen, the iabp will cease to function in 120 minutes or less, likely resulting in severe harm or patient death. Maquet has been notified about this serious patient safety concerns.